Manufacturer narrative:
The provided data showed that the lifetime of the measuring cell and the gear pump head were exceeded. The field service engineer performed comprehensive maintenance on the analyzer. The analyzer had been performing within specifications since the service visit. The root cause was due to a service maintenance issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ferritin (ferritin) assay, 1 patient sample tested with elecsys insulin (insulin) assay, and 1 patient sample tested with elecsys tsh assay on a cobas 8000 cobas e602 immunoassay analyzer. Sample 1 (patient 1) was tested for ferritin: initial result: 0.500 ng/ml (accompanied by a data flag). Repeat results were 28.61 ng/ml and 29.42 ng/ml. Sample 2 (patient 2) was tested for insulin: initial result: 2.32 ug/ml. Repeat results were 9.47 ug/ml and 9.31 ug/ml. Sample 3 (patient 3) was tested for tsh: initial result: 25.14 uiu/ml. 1st repeat result: 7.47 uiu/ml. 2nd repeat result: 25.64 uiu/ml. 3rd repeat result: 24.97 uiu/ml. The ferritin and insulin initial results were deemed low and the tsh result very high prompting the rerun of the patient samples. No questionable results were reported outside the laboratory. The repeat results that obtained similar values upon re-testing were deemed to be correct.

Manufacturer narrative:
The insulin reagent lot number was 77899900 with an expiration date of 30-sep-2025. The ferritin reagent lot number was 78845900 with an expiration date of 31-may-2025. The tsh reagent lot number was 78217800 with an expiration date of 31-oct-2024. The field service engineer decontaminated the instrument and checked the sample pipette, reagent pipette, mixer, sippers, gripper adjustments, and pump pressure. The investigation is ongoing.